Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced an inadvertent dural puncture resulting in a cerebrospinal fluid leak. As a result, the patient was treated with a blood patch. Reportedly, the issue was resolved.

Event description:
Follow up revealed that the patient also experienced headaches but the issue is resolved.